Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The drive support cap was normal. The insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The device will be returned for analysis.